Event description:
Information was received from a health care professional (hcp) regarding an international patient who was last refilled in chile and was receiving gablofen (concentration 2000 mcg/ml, dose 300 mcg/day, old concentration was 2000 mcg/ml, dose 700mcg/ml) via an implantable pump for cerebral palsy and intractable spasticity. The hcp wanted to remove the drug from the system because the patient was having sudden overdose symptoms since his last refill, it was noted that 2 days after the last refill, the patient would not wake up. The hcp had checked the pump and there was nothing in the logs to indicate a problem. The hcp also checked the programming and discussed the issue with the hcp in chile and confirmed that the programming seemed to be correct. The dose had been reduced but the patient continued to have the same symptoms. The hcp was to complete the systems content removal procedure.